Event description:
It was reported via service report that the bed was stuck in an elevated position and could not lower due to a broken tilt sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.